Event description:
Pt expired secondary to a laerdal resuscitator malfunction. Within 2 to 5 mins of using the laerdal resuscitator, the pt went into cardiovascular collapse and could not be revived. It was noted it had become more difficult to ventilate the pt but they did not recognize gas was not escaping upon exhalation. They reintubated with the same problem. They changed to another resuscitator bag and ventilation proceeded normally. They were not aware at the time that high pressure oxygen had been forced into the patient's mediastinum and had become trapped there, a condition known as tension pneumomediastinum. The next day, an x-ray taken during the code revealed the condition and re-examination of the initial laerdal resuscitator found 2 lip valves, instead of one, were installed in the pt valve assembly. The reporter complains that neither misassembly nor the condition of tension pneumonediastinum is obvious to the user.